Event description:
Device #2 issue: dislodged stent. Time of device #2 issue: during the procedure. Adverse event: placed in proximal lesion; unintended site. It was reported that during a left anterior descending (lad) artery stenting procedure, in a heavily tortuous vessel and heavily calcified lesion, a dissection occurred in the left main artery during advancement with an rx voyager (to be used for pre-dilatation). The dissection was treated with a xience v stent. Following treatment of the dissection, one xience v, three mini visions and another xience v failed to cross through the deployed stent in order to stent the lesion in the lad. A mini vision was able to cross through the stent, but dislodged in the proximal part of the lesion. A voyager nc successfully crossed and deployed the stent at an unintended site. There was no adverse patient sequelae reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). The rx voyager (part and lot number unknown) indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.